Event description:
The customer states that they got error code 1063 (invalid test results: correlation coefficient too low) while running one patient sample three times using the axsym digoxin iii assay. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.